Event description:
Surgeons complained the camera was blurry and out of focus, and unable to see anatomy. Laparoscopic cholecystectomy converted to open procedure. Biomedical engineering tech evaluation of camera system found that the camera picture has too much chroma (purple). During the past year the camera has "hsd" problems with color changing and an inability to maintain color during surgery cases. The camera has also been fluctuating in light intensity, which has made it difficult to distinguish the color of tissue. The hosp owns 2 camera systems and both have a history of poor quality picture. Both have been returned to the MFR twice during the past year for various problems, the MFR has not found any problem with the color fluctuations with the cameras. The monitors have also been returned to the MFR for evaluation of color changes. Replaced a diode in each to improve the picture contrast.